Event description:
The clinic noticed that no connection to the device could be established on 19.oct.2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic noticed that no connection to the device could be established on (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but has not been scheduled yet.

Event description:
The clinic noticed that no connection to the device could be established on (B)(6) 2023. The user was re-implanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site. This is a final report.